Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 250 mg/dl. Customer stated they saw re x on display and crack in the insulin pump compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the right and left arrow keypad buttons failed to respond to button presses due to signs of previous moisture presence and corrosion mostly on the bottom of both electrical board and electrical board boards. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the keypad anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.